Manufacturer narrative:
Other, other text: the returned emma was evaluated. The module was able to obtain measurements for all enabled parameters and all alarm conditions were audible and visual. No power issues were observed during testing. The device was determined to be functioning as designed. Additionally, the module is designed to power off after a period of inactivity unless measurements are detected or an alarm is active.

Event description:
The customer reported that the device is powering off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that the device is powering off by itself. There was no patient impact or consequence reported.